Manufacturer narrative:
We acknowledge the late reporting of the case. This information was received through patient tracking form that device was explanted and another device was implanted. No further information about the reason for explant was provided. Livanova is trying to obtain further information. Not returned.

Event description:
The manufacturer was notified through patient registration form ((B)(4)) on (B)(6) 2016 that a mitroflow valve lxa21 sn# (B)(4) was implanted on (B)(6) 2012 was explanted on (B)(6) 2016 and another device was implanted. No further information was provided.

Manufacturer narrative:
Further information has been requested from the physician by the manufacturer but has not been received to date. Based on limited information known the root cause cannot yet be determined at this time. The device is not available for return or analysis.

Event description:
On (B)(6) 2017 a mitroflow valve lxa21 sn#(B)(4) that was implanted on (B)(6) 2012 was explanted due to calcification after approx 4 yrs implant duration. A pereval size 23mm was then implanted, no further information known to the manufacturer.

Manufacturer narrative:
Device not returned to manufacturer.